Event description:
Additional information later received reported the patient had low back pain and lower extremity pain, feels uneven delivery of tdd. The cause of the event was unknown. A dye study was negative on (B)(6) 2015. The patient was awaiting a catheter revision.

Manufacturer narrative:
Concomitant products: product ID 8711, lot # j10949r16, implanted: (B)(6) 2001, product type catheter; product ID 8711, lot # j11153r44, implanted: (B)(6) 2002, product type catheter; product ID 8835, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
Since right after implant, the pump had been erratic. It felt like the patient was getting inconsistent output from the pump. He felt like he got bursts of medication. The pump also looked big and felt bigger and bulkier. The pump was protruding. The pump had sharp edges and if he bumped into anything he felt pain. The patient stated that in the past, he might have had more fat over the pump. The device system was delivering fentanyl and bupivacaine. The interventions and outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.